Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2017 with the following findings: a review of the pump black box data showed evidence of partially discharged battery inserted; low voltage in replacement battery was observed. During a visual inspection of the pump, the battery compartment was observed to be cracked. Current draws measured within specifications. Unrelated to the complaint, investigation revealed a dim, discolored display.